Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and found that the cause of the heating issue was a damaged float. The float was found to have water in it, which caused it to not function properly. Due to the damage, the level of the device did not show as "full" and it would not allow heating or cooling. The float was replaced and the temperature was re-calibrated to resolve the error. Subsequent functional testing was completed without further issue and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t displayed an error message and did not heat properly on the patient side during a procedure. There was no report of patient injury.